Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
Baxter has received medwatch report number (B)(4). The report stated that spectrum pump delivered versed 50 mg/ml at a higher rate than programmed. The mdl did not list versed, as a result, the spectrum pump was programmed to deliver 50 ml of midazolam, at the rate of 5ml/hr (dose of 5 mg/hr) over 10 hours. It was reported that the hospital was unable to duplicate an over infusion during testing. There was no pt injury. The customer stated that the device was most likely returned to use.